Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope had pink material coming out on brush from light source end of scope. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation the cause of the reported malfunction was due to exposure to environmental conditions outside the expected range. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.